Event description:
A report was received through the us specialty pharmacy ((B)(6)) from a pt indicating the pump sparks when he plugs it into the ac wall plug. (B)(4). Consumer reporter details withheld, USA. MFR date: 11/2010.